Event description:
After 17 years of cochlear implant use, this pt reportedly experienced pain in the face and a decrease in speech perception. The clinic decided to explant the device and reimplant a new one without an integrity test to assess device function. The surgery was done in 2005.